Event description:
The customer reported oil mist coming from the unit. No employee information was provided. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the oil mist filter. He performed unit certification. The unit passed all tests from performance qualification. This issue is being addressed with a customer letter, related to correction & removal.